Event description:
It was reported that the tubing of a clearlink continu-flo solution set separated from the y-site which resulted in a fluid leak. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between 02/26/2025 to 02/27/2025. H11: the actual device was received for evaluation. A visual inspection was performed and observed a separation between the third y-site clearlink in the downstream part and the tubing. Further inspection confirmed a lack of solvent. The solvent was not applied uniformly in the tubing. The reported condition was verified. The cause of the condition was determined to be an improper solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.